Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed with a one-link standard bore catheter extension set. The reporter stated that the tubing that connects to the distal male adapter had come apart and fluid was leaking. The reporter stated that the leak was coming from between the tubing and the luer, "almost as if the tubing was just pushed into the connecter and not held with anything." The device was infusing for an hour. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection found the winged female luer lock adaptor separated from the power injectable tubing. The reported condition was verified. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.